Event description:
It was reported that during an implant procedure of a cardiac resynchronization therapy defibrillator (crt-d) device there were observations of high out-of-range pacing impedances on the left ventricular (lv) lead measuring greater than 3000 ohms. Technical services (ts) recommended to reconnect the lead into the device header and impedances measured in the 2000 ohms range. Additionally, ts recommended to test with the pacing system analyzer (psa) however, the physician elected to leave it connected and programmed to a vector and impedances were within range. This crt-d and lv lead remains in service. No adverse patient effects were reported.